Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had to go back to outpatient surgery yesterday as pt had lost about 8 lbs and their stimulator moved because their ins was up close to their skin and reported they were having a lot of back pain. Pt stated their hcp had to "go back in and bury it a little bit more". Pt later clarified pt's ins was buried a lot deeper. Pt stated they noticed a comment from the hospital that they think there were "14 leads in there" and pt stated that "all 14 leads had been disconnected. Pt stated they had to "make them work again" and stated when pt was "all stitched up" they were told they were all working, but pt reported they had to get up 5 times to go to the bathroom last night. Pt stated they tried to change the therapy settings to help with this but reported they are unable to locate their implant. Pt clarified they are getting device not responding message. Troubleshooting reviewed placement of communicator on ins and pt reported continued getting device not responding on the call despite repositioning communicator on ins on the call with husbands assistance. Pt's husband palpated pt's ins and stated they could feel one "soft edge" of pt's ins. Troubleshooting reviewed telemetry considerations/healing factors following surgery. Reviewed c onsiderations to apply comfortable pressure with communicator on pt's ins. Pt's husband stated following surgery yesterday a medtronic "lady" met with pt and adjusted therapy and stated they were able to connect with pt's ins at that time and pt could feel stimula tion. Caller (secondary caller; pt's husband) stated pt won't remember this. Agent was unable to clarify if a medtronic rep was notified of this issue and left voicemail with pt to try to clarify. Agent asked for event date and pt stated about 3 months ago pt started having lower back pain and I couldn't even lay on their right side when they were in bed sleeping and when pt was up moving around they would have to sit down. Pt stated it would always hurt where the implant was located. Callers stated pt's hcp told pt that they have to do this surgery to bury patients implants periodically when pt's lose weight. Callers later stated hcp told pt they have been seeing this a lot lately. Callers stated they did not know any other event information regarding this. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Pt will allow some time for implant site to heal and then will try to connect with their ins. Pt will follow up with hcp if not resolved. See case # (B)(4) for the report of regarding prior telemetry issues.redirected caller: patient's hcp.

Event description:
Additional information was received from the patient. They reported that since the pocket was revised deeper, they had not been able to connect with the ins, they were getting a message that said different device detected. They said the ins had not been replaced. They also noted they had to get up quite a few times in the night.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.